Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present between both screw flanges and potting cut surfaces, within the dialysate compartment on the non-cavity ID end within the dialysate ring. Gross visual examination of the device noted a short fiber at the non-cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified from the non-cavity ID end at the location of the short fiber. The dialyzer was then subjected to destructive disassembly for further visual analysis. No damage, irregularities, or separations noted on the polyurethane cut surfaces on both ends of the device. Further examination of the fiber bundle did not reveal any other damage or irregularities within the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the non-cavity ID end bell housing. As such, the reported complaint of internal blood leak was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred at the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was not visually observed. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.